Event description:
It was reported the siderail was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Customer evaluated the unit. Investigation underway; f/u report will be issued as necessary based upon investigation results.